Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, post deployment of the sapien valve, there was bleeding at the transapical access site post sheath removal. It was decided to place the patient on pump to gain control of bleeding in the lv. The patient was on pump for approx. 10 minutes, a single suture was placed to repair the apical wall, and the patient was taken off pump. The patient remained stable throughout. The patient was extubated and transported to the cardiac care unit in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with the transapical tavr procedure. Upon review of prior events, the majority of apical bleeding complications and ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. According to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. In addition, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the access site bleeding cannot be confirmed; however it is possible that the advanced age of the patient and female gender could have increased the chance for bleeding complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.